Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease, movement disorders, and dystonia. It was reported the patient had a return of dystonia symptoms and wanted assistance turning her device down. During the call the patient programmer showed device was on and battery level was ok. Stimulation was at 3.00 on the left side and the patient lowered stimulation during the call but had no other groups available on the patient programmer. No further complications were reported or anticipated.